Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 263 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin started coming out of the needle, customer waiting and it was tubing error and let them keep going then insulin pump had critical pump error. The device will be return for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Insulin pump received with serial number label fading.